Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat a mid right coronary artery (rca) lesion, which was moderately tortuous, mildly calcified and had a 90% stenosis. The 3.25 x 15 mm voyager rx was used for pre-dilatation the lesion, but the balloon ruptured when it was pressurized to 6 atmosphere. A 3.0 x 15 mm voyager balloon catheter was used to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot is forthcoming. A f/u report will be submitted with any relevant info.